Event description:
Follow-up information revealed the patient underwent surgical intervention where in the ipg was explanted and replaced with a different model which resolved the issue.

Manufacturer narrative:
1627487-072620129-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has to recharge her ipg multiple times a day. In turn, the patient will undergo surgical intervention at a future date to address the issue. No other information is known at this time.